Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Programming datefrom most recent refill prior to event was (B)(6) 2016. Indication for use was intractable spasticity. The date of the event was (B)(6) 2009. It was reported that it was ¿discovered¿ the baclofen pump was being filled with compounded baclofen. The pump was emptied, washed and refilled with lioresal on (B)(6) 2009. On (B)(6) 2009, several days after being refilled with lioresal, the patient began to show signs of baclofen withdrawal. Specific symptoms were unknown. The event resulted in an unscheduled clinic or office visit. The baclofen rate was increased (B)(6) 2009. The outcome resolved without sequelae (B)(6) 2009. Etiology was related to the device or therapy and not related to the implant procedure. It was related to the intrathecal medication compounded baclofen. The drug action that caused the event was a new drug was added.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. On (B)(4) 2009, the pump was delivering lioresal 1000 mcg/ml at 145.6 mcg/day increased to 159.8 mcg/day.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.